Event description:
The customer reported to vyaire medical that the vela ventilator has transducer fault alarm. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: result of investigation: vyaire field service went onsite replaced mainboard. Performed touchscreen calibration, uvt (user verification procedure) and leak test all passed. Performed xdcr's (transducer) calibration, performed ovp (operators verification procedure) all parameters within specifications, the unit is ready for used. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: d9, g3, g6, h2, h6 and h10 result of investigation:the uut (unit under test was inspected there were no visible defects, damaged or contamination. Unit was powered in service mode and teh event log showed transducer fault alarms. The transducer calibrtaion were performed exhl press xdcr (pt 801) failed, turbine diff press xdcr (pt 800) successfully calibarted and exhl diff press (exhl flow) xdcr (pt 802) successfully calibrated. Vyaire medical was able to confirmed and duplicate the reported issue. This is isolated to faulty sensor diff press miniture, 2.5 psi part number (B)(4). This is a known issue which can be referenced with CAPA (B)(4) and scar ps-16-23.